Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked at the side seam. The event occurred during visual inspection of the finished product during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device and two photographs of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and it was noted that there was a small puncture cut or hole on the bag. The returned photographs were reviewed, and it was noted that there was a leak on the upper left side edge of the product that was pictured. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.